Manufacturer narrative:
Date of event: exact date unknown, event occurred the last weeks from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not taking or keeping a charge. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was not returned to bsn due to physician preference.